Manufacturer narrative:
This device was reported as included in the field action.  Based on the information received and without the return of the product, it cannot be confirmed that this device performed as described in the field action. It is included in the field action in the abundance of caution. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that when the programmer was toggled to the analyzer screen a message appeared indicating that the analyzer was unable to communicate with the programmer. A different programmer and analyzer were successfully used to do the case. There was no patient involvement. The analyzer is expected to be returned for service.